Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced unresponsive keypad, due to won't turn on / off. The proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad 8015. A review of the device history record for sn (B)(4) was performed from 06/06/2019 to 08/20/2020 and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device could not be turned on. After being in our shop overnight, it started turning itself on. We pulled the battery to prevent this in shipping.